Manufacturer narrative:
Block a4: the patient's weight is 67.5 kg. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned with five bands attached, some were moved and overlapped. The ligator head teeth were damaged and the suture hole was in good condition, which are consistent with the findings when the device was observed under magnification. The trip wire was bent. The handle slot had evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, the ligator head teeth were damaged, and the trip wire was bent. It is possible that procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device, consequently, causing the inability of the device to deploy the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, after the varicose vein was suctioned, an attempt to deploy the band was made; however, there was no band deployed onto the varicose vein. A second deployment was attempted, but the bands still did not deploy. The device was removed along with the endoscope, and it was noticed that the bands were twisted and remained in the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: the patient's weight is 67.5 kg. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varicose ligation procedure performed on (B)(6) 2023. During the procedure, after the varicose vein was suctioned, an attempt to deploy the band was made; however, there was no band deployed onto the varicose vein. A second deployment was attempted, but the bands still did not deploy. The device was removed along with the endoscope, and it was noticed that the bands were twisted and remained in the ligator. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.